Event description:
Per medwatch mw5109355: patient had a defective cassette. Patient mixed on monday (B)(6) 2022, then pump alarmed on (B)(6) 2022. Pump worked after changing out cassette no other information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes. Did the patient have add'l cassettes they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 24-may-2022 via email and attached to complaint object: patient details updated in complaint.